Manufacturer narrative:
Update to h3: changed to "yes" update to adverse event problem codes investigation conclusion: the returned inserter draw rod was visually inspected to confirm the failure mode outlined in the description of the complaint. After reviewing the rod component, it was confirmed that the threaded tip was fractured near the proximal thread runout point. Root cause: the reported complaint may be due to misuse, surgical technique, or excessive torsional force. These devices are part of loaner sets that are subject to handling and repeat use after distribution. Wear and damage can occur over time. Exact root cause unable to be determined.

Event description:
On (B)(6) 2025, a patient underwent spinal surgery consisting of shoreline acs and waveform c systems. The tip of the shoreline inserter snapped at the threads while implanting the waveform c interbody. The broken tip was unable to be removed from the implant and the construct was left in-situ without a locking cover. The event did not lead to a clinically relevant increase in the duration of the surgical procedure and the surgery was completed successfully. The reporter confirms there was no patient injury, and the issue did not require additional medical or surgical treatment.

Manufacturer narrative:
H3: the instrument has been returned, but the outcome of the investigation is still pending. Review of labeling: intraoperative warnings breakage, slippage, or misuse of instruments or implant components may cause injury to the patient or operative personnel.